Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in both eyes. The first surgery was in the right eye and a 24.75 d lens was implanted in late 2007. Postoperatively, the lens was exchanged for a 25.75 d lens in order to improve uncorrected near vision. Recently, the pt had the crystalens implanted in her left eye and although she can read without glasses, her distance vision is blurred to the extent that she cannot drive at night. The pt consulted with another physician, who conducted corneal topography which identified irregular astigmatism in the left eye. Add'l info has been requested.

Manufacturer narrative:
Astigmatism, difficulty with night distance vision.